Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
The customer reported that she received a motion sensor test failure alarm, which caused the insulin pump to shut down. The customer stated this led to her high blood glucose of 479 mg/dl, as the insulin pump would not come back on. The customer also stated she received a no delivery alarm the previous day and there was physical damage to the insulin pump. There was a crack below the reservoir window leading to the drive support cap after changing the batter of the insulin pump, there was a battery out limit alarm. Troubleshooting was performed for the high blood glucose and battery out limit. The customer performed a displacement test, which was failed. The customer was advised to revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
The unit was received with currents in spec. There was no unexpected battery out limit. The unit passed rewind, basic occlusion, occlusion, prime/a33,excessive no delivery alarm and displacement test. There was no unexpected excessive no delivery alarm or a35 alarm. There were minor scratches on the lcd window, a cracked case near the display window corners, battery tube threads cracked, cracked reservoir tube lip, the reservoir tube was cracked.